Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), they physician was "unable to screw in the setscrew." The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.